Event description:
It was reported that no audio output occurred. The patient was getting low readings from the receiver and did not receive an audio alert. She was found unconscious by her son at 5:00pm. The son called an ambulance and the patient was treated with glucagon 1 mg per vial. The patient was then transported to the hospital where she stayed until 3:00am the following day. While in the emergency department, the patient had 5 blood tests. At the time of the report, the patient was feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.